Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d10 (concomitant products) event summary as reported, during retrograde intrarenal surgery (rirs), an ngage nitinol stone extractor was tested prior to patient contact and the basket opened and closed without any problems. Once the device was inside the patient, it was difficult to open and close the basket, however, they were able to finish the procedure with the device. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation-evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. One device was returned to cook for evaluation without a package but with a small label. Upon inspection there wasn't any noticeable damage to the device. When the handle was actuated, the basket did function properly without difficulty. A document-based investigation evaluation was performed. A lot history search found twelve complaints had been reported. Although multiple complaints have been reported, the product specification for the ngage nitinol stone extractors was reviewed, and all extractors are verified to assure the basket opens and closes properly during manufacturing and at subsequent quality inspections. All devices from the lot that were shipped passed the multiple functional checks. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the investigation of the returned device, and its manufacturing date, the issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during retrograde intrarenal surgery (rirs), an ngage nitinol stone extractor was tested prior to patient contact and the basket opened and closed without any problems. Once the device was inside the patient, it was difficult to open and close the basket, however, they were able to finish the procedure with the device. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.